Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for more than 100 colony forming units (cfus) of proteus mirabilis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.ive >100 pseudomonas, proteus mirabilis.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: unknown cfu: 100 colonies bacterial identification: pseudomonas aeruginosa, proteus mirabillis olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: unknown cfu: 100 colonies bacterial identification: pseudomonas aeruginosa, ochrobactrum anthropi olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: unknown cfu: 100 colonies bacterial identification: ochrobactrum anthropic olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: unknown cfu: 100 colonies bacterial identification: pseudomonas aeruginosa, ochrobactrum species olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: a/w-channel, suction biopsy channel, flushings and brushings cfu: no growth after 7 days incubation bacterial identification: no growth after 7 days incubation the device was evaluated where no abnormalities were found that could have led to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.